Event description:
It was reported that the case of bd alaris¿ secondary sets' drip chambers were discolored from clear to amber. The following information was provided by the initial reporter: "caller states they use the secondary IV tubing set ms3500-15. They noticed one of these cases had amber colored drip chambers. The drip chambers are typically clear according to the nurses. 4. Was this noted before use? Is there any patient involvement? I am not aware if these were used or not in patient care but have not heard of any incidents where there was concern."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 31-may-2023. D4: medical device lot #: 22053353. D4: medical device expiration date: 27may2025. H4: device manufacture date: 27may2022. D4: medical device lot #: 22089398. D4: medical device expiration date: 20aug2025. H4: device manufacture date: 20aug2022. D4: medical device lot #: 20113158. D4: medical device expiration date: 10nov2025. H4: device manufacture date: 10nov2022. D4: medical device lot #: 21063188. D4: medical device expiration date: 09jun2024. H4: device manufacture date: 09jun2021. D4: medical device lot #: 22119169. D4: medical device expiration date: 10nov2025. H4: device manufacture date: 10nov2022. D4: medical device lot #: 21119915. D4: medical device expiration date: 10dec2022. H4: device manufacture date: 10dec2019. D4: medical device lot #: 22039377. D4: medical device expiration date: 20mar2025. H4: device manufacture date: 20mar2022. D4: medical device lot #: 22053023. D4: medical device expiration date: 23may2025. H4: device manufacture date: 23may2022. D4: medical device lot #: 22023301. D4: medical device expiration date: 19feb2025. H4: device manufacture date: 19feb2022. D4: medical device lot #: 22073365. D4: medical device expiration date: 31jul2025. H4: device manufacture date: 31jul2022. D4: medical device lot #: 21103327. D4: medical device expiration date: 18oct2024. H4: device manufacture date: 18oct2021. D4: medical device lot #: 22083386. D4: medical device expiration date: 28aug2025. H4: device manufacture date: 28aug2022. D4: medical device lot #: 22109284 . D4: medical device expiration date: 14oct2025. H4: device manufacture date: 14oct2022. H6: investigation summary eighteen samples of material number ms3500-15 with various lot numbers were submitted for quality investigation. The customer complaint of cosmetic issues was verified by inspection of the samples submitted. Inspection of the samples indicate that the drip chambers show different levels of a darkening of tint of the drip chamber plastic body. A device history record review for model ms3500-15 lot number 22053353 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model ms3500-15 lot number 22089398 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model ms3500-15 lot number 20113158 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model ms3500-15 lot number 21063188 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model ms3500-15 lot number 22119169 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model ms3500-15 lot number 21119915 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model ms3500-15 lot number 22039377 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model ms3500-15 lot number 22053023 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model ms3500-15 lot number 22023301 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model ms3500-15 lot number 22073365 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model ms3500-15 lot number 21103327 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model ms3500-15 lot number 22083386 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model ms3500-15 lot number 22109284 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the cosmetic issues seen in this complaint is a manufacturing process that sterilizes the infusion set. The sterilization process can cause discoloration in the tubing at the drip chamber and through the tubing. This discoloration can get darker over time. The darkening of the drip chamber and tubing does not affect sterility, or the function of the infusion set.

Event description:
It was reported that the case of bd alaris¿ secondary sets' drip chambers were discolored from clear to amber. The following information was provided by the initial reporter: "caller states they use the secondary IV tubing set ms3500-15. They noticed one of these cases had amber colored drip chambers. The drip chambers are typically clear according to the nurses. 4. Was this noted before use? Is there any patient involvement? I am not aware if these were used or not in patient care but have not heard of any incidents where there was concern."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.